Event description:
4 month old male with medical history of tetralogy of fallot. Pulmonary atresia s/p left pulmonary artery reimplantation to main pulmonary artery underwent tetralogy of fallot repair using 11mm pulmonary valve and conduit on 5/27/97. Approximately 2 months later pt required explant due to cusp degeneration. Regurgitation and native artery stenosis. Valve was replaced with american red cross valve. Site relates regurgitation and cusp degeneration to homograft.